Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to high rv coil impedance and high/undefined pacing impedance that involved the rv coil. Reprogramming was performed to turn high voltage therapies off. The lead remains in use and will continue to be monitored remotely. No patient complications have been reported as a result of this event.